Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a hernia operation, the balloon could not be inflated. Problem noticed during surgery: there were no adverse patient events reported as a result of the alleged event.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a cut in the balloon. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.